Manufacturer narrative:
(B)(4). The reported complaint was not confirmed. The field service representative (fsr) performed preventive maintenance (pm) inspection on the heater cooler unit. The fsr could not reproduce the "over heating" alarm. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the heater cooler unit was over heating on channel b. No other details regarding the nature of this event were provided.